Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) in the (B)(6) alleging she was unable to insert the test strip into her onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation as well as from additional follow up questions with the patient on (B)(6) 2014. The patient reported on (B)(6) 2014, the alleged issue first began. The patient reported immediately after testing, she deliberately took 2-4 units less of her usual humalog and lantus insulin due to not being able to use her usual bolus/ basal insulin pump routine. The patient reported she was traveling to italy during the first instance. The patient reported having symptoms of feeling thirsty and increased urination. The patient was unsure if the symptoms were related to a change in her regime and because she was on an airplane or due to an acute complication of diabetes. The patient reported she emailed the nurse to request assistance, but received an out of office bounce back. The patient reported she did not receive any treatment from a healthcare professional. At the time of troubleshoot the cca determined there was no misuse of the subject meter and it was not the first use of the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she developed symptoms suggestive of hyperglycemia after not being able to adequately control her blood glucose due to not being able to test.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/22/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 2 lifted high inside the spc housing after being unable to insert the strip through the port and getting stuck. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.